Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the handle-t 7nm (p/n: 321.133, lot number: 568937j06, qty:1) was received at us cq. Upon visual inspection, scratches from field usage were observed on the device. No other issues were identified. Functional test: a functional test was performed at loaner department. The highest torque of the device measured during calibration testing was 11.010 nm which was not within the specified torque range of the device of 7.0 nm - 8.4 nm per 103243757, rev. 9 attachment 2. Hence, the torque test failed high. The complaint was confirmed. Investigation conclusion the complaint condition was confirmed for the torque handle. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to the damaged internal components or debris ingress. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 321.133, synthes lot # 5351427, supplier lot # 568937j06, release to warehouse date: oct 30, 2006 , supplier: (B)(4). No ncr's were generated during production. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date during the in-house inspection while torque testing it was found that the handle-t did not meet the specification. There was no procedure and patient involvement reported. This complaint involves one (1) device. This report is for (1) torque limiting handle/quick release-6mm hex coupling. This report is 1 of 1 (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Reporter is jnj employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.